Manufacturer narrative:
Product evaluation: one unknown zimmer dental screw was not returned for investigation. Therefore, visual evaluation could not be performed.the investigation was performed using applicable instructions for use (ifus), risk files and other available information. Functional testing could not be performed since the product was not returned. No pre-existing conditions were noted. The reported devices had been placed on tooth # 20 (universal) for approximately 1 year. Review of appropriate documentation: per the applicable IFU, it is stated that improper technique and patient factors such as overloading, bruxism and clenching may result in screw loosening. Appropriate tightening of the screw to 30 ncm is essential to prevent premature loosening. DHR & complaint history review: DHR and complaint history review could not be performed since the lot/item numbers were unknown. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Post market trend review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event or products. Based on the available information, device malfunction and the reported event could not be verified since the products were not returned.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient's weight was not provided. Brand name was not provided. Product code is unknown. Lot number and catalog number were not provided. Title of reporter contact is unknown. PMA/510(k) number was not provided. Manufacturing date is unknown.

Event description:
It was reported that the unknown zimmer abutment screw loosened in the patient's mouth. Customer requested a replacement abutment at this time. Tooth # 20.